Event description:
Patient reported infusion device beeping and displaying "77." He indicated the power pack had been in use for 2 weeks prior to the incident. Patient changed the power pack and the infusion device functioned properly. Patient indicated that he was aware of the power pack recall. Company representative verified that pt had been successfully notified of power pack recall. He did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for eval.

Manufacturer narrative:
No product will be returned for eval.